Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (baker grade unknown). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast reconstruction procedure with mentor memoryshape breast implant 390cc gel breast prostheses developed capsular contracture (baker grade unknown) in her left breast. As a result, the patient underwent bilateral explantation and replacement with gel breast prostheses on (B)(6) 2019. This medwatch report is for the left breast prosthesis.